Manufacturer narrative:
It was reported that "quick switch benefit valve - leaking at connection with dobhoff". There is no additional information at this time. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Leaking.

Manufacturer narrative:
Updated d4 - lot number.

Manufacturer narrative:
Updated h4.